Manufacturer narrative:
Based on the limited information provided in this case, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history or dental treatments, may have played a role in the need for root canal therapy.

Event description:
On october 31, 2016, a dental professional reported that a patient (age and gender not provided) required root canal therapy on tooth #30. This tooth had a lava ultimate cad/cam restorative for ts150 crown placed on (B)(6) 2013; on (B)(6) 2015, the tooth was painful and root canal therapy performed.